Event description:
Sorin group (B)(4) received a report that, during setup, the double head roller pump did not start up and displayed an error message when turned on. The perfusionist elected not to use the pump for the procedure and used another pump to deliver cardioplegia for the case. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during setup, the double head roller pump did not start up and displayed an error message when turned on. The perfusionist elected not to use the pump for the procedure and used another pump to deliver cardioplegia for the case. There was no pt involvement. Sorin group (B)(4) has requested that the pump be returned for eval. To date, no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.